Manufacturer narrative:
H3. The returned pump was subjected to a series of standard tests that include but is not limited to visual inspection, alarm output, motor function, and dispense testing. The returned device passed all testing in the laboratory and no anomalies were identified. The returned 8578 catheter was subjected to a series of standard tests that include but is not limited to visual inspection, patency testing, and pressure testing. Analysis identified a tear in the inside sealing surface of the sutureless connector (sc), near the guide ring which did not affect the functionality of the catheter. The returned 8709sc catheter was subjected to a series of standard tests that include but is not limited to visual inspection, patency testing, and pressure testing. Analysis identified damage on the catheter body which is consistent with explant damage. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the company representative (rep) reporting that the issue had resolved.

Manufacturer narrative:
Updated: pli 10: ubd 2020-03-14;(B)(4). Pli 20: ubd 2014-01-31; UDI (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving lioresal (baclofen) (2,000 mcg/ml at 200 mcg per day simple continuous.) Via an implantable pump. It was reported that the pump incision was leaking and expressed concern about a possible infection. While he had no concerns about the pump itself, he was uncertain whether the catheter was functioning properly. He explanted the old pump, cut the catheter, and closed the pump pocket on the right abdomen. The old pump was then submerged in betadine before the drug was later removed. The patient was repositioned to a right lateral recumbent position, and a new pump pocket was created on the left abdomen. The physician reopened the spine incision, cut the catheter, and then pulled the remaining portion from the old pump pocket to the spine. He observed good retrograde csf flow. A new 8596sc catheter was placed in the spine and connected to the pump. To ensure proper drug transfer, a new refill kit was opened, and a new 22-gauge non-coring needle was used to transfer the drug from the old pump into the new one. Although initial flow was slow, he was able to aspirate 0.75 ml from the catheter access port (cap). After the procedure, the pump was updated to deliver 200 mcg simple continuous. Antibiotics were administered. There were no known environmental/external/patient factors that may have led or contributed to the issue. The healthcare provider (hcp) has no further information for medtronic.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name; product ID 8578 (lot: hg2dwjb10); product type: 0184-catheter; implant date (B)(6) 2018; explant date (B)(6) 2025. Brand name indura; product ID 8709sc (lot: h811202814); product type: 0184-catheter; implant date (B)(6) 2012; explant date (B)(6) 2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.